Manufacturer narrative:
The device was returned for evaluation. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06aug2020. It was reported that the device could not cross the lesion. The 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x20mm synergy ii stent balloon expandable was selected for use. During procedure, the balloon was unable to pass. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the stent was damaged.